Event description:
It was reported by the representative that a patient had passed away while on tandem protekduo support. The patient also had a left sided lvad. The patient lost flow on the lvad and protekduo for an unknown reason, and then decompensated resulting in an asystolic event. The patient was unable a recover a heart rhythm conducive to life and expired. The chest was open during the asystolic event and the protekduo cannula was inside the right ventricle, however the sutures and cannula at the access site were still appropriate in placement. Per information given to the representative, the patient had been doing really well on the device during the day, however at some time at night the patient had low flow. No error messages or reason for the low flow was provided. The physician had been providing compressions, and when the chest was opened later the patient's cannula had migrated into the right ventricle. It is unknown how it would have migrated as the sutures were stated to be in place. There was a puncture through the right ventricle and it was noted that it may have been caused by the compressions. However, it was stated by the physician that there was no issue with the tandemlife support during the event. No additional or relevant information has been received to date.